Event description:
As reported by customer from another country, during ptca procedure a cypher stent was implanted. When post-inflating with an encore inflation device the balloon ruptured at 26atm. Then, the balloon was replaced with another balloon. The new balloon was connected with the inflation device and inflated to 20 atm. At that time, the indicator gauge decreased suddenly. The procedure was completed with a new inflation device. The used device has been returned for evaluation.

Manufacturer narrative:
The device history record for the reported lot number was reviewed and no quality issues were noted. No previous complaints have been received on devices from the reported lot number. The returned inflation device was subjected to functional testing per our procedures. All tests were acceptable, except the "device locking mechanism test." During this test, the device is subjected to 20 inflations/deflations. The device was found to "self-release" a number of times. This occurs when the plunger threads slip during pressurization cycles. No issues were noted with gauge function. The root cause of the failure was determined to be the plunger & locknut. It is possible that the damage was caused during use, however, an engineering project to validate the interference fit between components as a corrective action for this issue, is at an advanced stage. The reported event is not occurring more frequently or with greater severity than is usual for the device.